Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Event description:
The customer reported that the wbc count was too high and alleges a filter/lrs malfunction. The patient information is not available at this time. The disposable is not available for evaluation. This report is being filed to report an alleged device malfunction that could have the potential for injury.